Event description:
It was reported that during a device change out procedure, the physician noted a "hole" in the outer insulation of the lead. It is unknown if cauterizing into the device pocket caused the damage to the lead. It was noted that the inner insulation appeared to be intact and all impedance measurement appeared to be normal. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.